Event description:
Consumer complaint of low blood results. Expected blood glucose results two hours after meals range from 160 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 10:45 pm) with results of 81 mg/dl and 87 mg/dl (not verified if fasting/ before meal / after meal). Verified storage of test strips is not within specification since they are kept on the kitchen counter. Test strip lot MFR's expiration date is 07/28/2017 and have not been in use for more than 120 days. Recall test results at least 2 hours after meals from meter memory: see scanned table. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).